Manufacturer narrative:
No injury reported. Device was new. Nature of complaint suggests a new product and the new compressor will have a slight odor as it wears in. This odor is normal and will dissipate as compressor wears in. Device is thermally protected. Manufacturer is attempting to obtain product for inspection. Filing solely on the allegation of a burning smell, malfunction is not confirmed. Manufacturer is attempting to obtain product for inspection. (B)(4).

Manufacturer narrative:
No injury reported. Device was new. Nature of complaint suggests a new product and the new compressor will have a slight odor as it wears in. This odor is normal and will dissipate as compressor wears in. Device is thermally protected. MFR is attempting to obtain product for inspection. Filing solely on the allegation of a burning smell, malfunction is not confirmed. MFR is attempting to obtain product for inspection.

Event description:
The dealer alleges when he took the unit out of the box and plugged it in, it smelled like something was burning.

Event description:
The dealer alleges when he took the unit out of the box and plugged it in, it smelled like something was burning.